Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a shaft fracture occurred. The 90% stenosed lesion being treated was located in the moderately calcified, moderately tortuous obtuse marginal (om). Post stenting and post dilatation, the physician attempted to withdraw the 3.0x15mm apex balloon catheter and the distal portion separated from the mid section of the shaft. The separated portion was removed from obtuse marginal with a snare. The physician thinks that the separated portion went through the homeostasis vale and when contrast was being injected, the fractured portion went down stream. Pt status reported as "ok".